Event description:
It was reported that there were low r waves on the right ventricular (rv) lead, which was causing oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: a 5076 lead, implanted: (B)(6) 2001. (B)(4).